Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient was experiencing unpleasant paresthesia on the right shoulder lateral to scar that resolved with stimulation off. No jolting with palpation and stimulation on. Patient stated that only occipital wire caused the problem. Paresthesia in shoulder area with 10- and 15- of occipital lead. All impedances are within normal limits. The rep reprogrammed utilizing different contacts that did not cause unpleasant paresthesia. The issue was resolved. The patient's coverage was good at the occipital temporal and periorbital lead. External factors that may have led or contributed to the issue is the patient's fall that occurred 2 months ago from this report and symptoms began (B)(6) 2017. No patient injury. No surgical intervention occurred or planned. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-oct-27. It was reported that the unpleasant paresthesia was lateral to the scar. The manufacturer representative stated that the scar was from the lead/extension implant site. No further complications were reported or anticipated.